Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s sensor glucose reading was 80 mg/dl to 120 mg/dl while her blood glucose reading was 200 mg/dl. The customer stated that insulin delivery was suspended due to the low sensor glucose. The suspend on low limit in their sensor setting was 100 mg/dl to 110 mg/dl. The customer stated they were unsure when it suspended because the numbers were fluctuating. Troubleshooting was performed. The product will not be replaced. The product will not be returned for analysis.